Event description:
Procedure type: roux-en-y. According to the reporter: after firing, the device could not be removed and was pulled out. It was then found the anastomosis was not completed on posterior wall and a new instrument was used to complete the procedure. No bleeding occurred and surgery time was extended thirty minutes. No patient information is available.